Event description:
(B) (4) received information that this patient reported symptoms of being uncomfortable, swelling, irritation, shocking, and itching. An infection was suspected and the patient was urged to consult their physician. During preparation for a revision procedure, the right ventricular (rv) lead had no slack remaining due to twiddlers syndrome. The leads could not be untangled and the rv lead was damaged. The patient was taken to the operating room where the lead was successfully explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.